Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No damage to the conductor wire insulation was observed. Additional observations not reported by site: the instrument was found to have the main tube broken. A piece measuring proximately .138¿ x .055¿ was not returned with the instrument. Also, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks measured .067¿ - .144 in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the fenestrated bipolar forceps instrument was difficult to remove from the cannula. The site removed the instrument with the cannula from the system arm. The issue occurred at the end of the procedure so the site did not replace the cannula and instrument. The instrument was removed from the cannula in central processing, but a cable on the instrument was damaged during the removal process. The procedure was completed with no reported injury.